Manufacturer narrative:
Details of complaint: the customer reported that this unit reads very high heart rate (hr) on ECG, incorrect readings and will read a bpm of 200 when no leads are attached to the transmitter. The customer tried to power cycle the unit; however, the issue remained. The customer also hooked up the unit to a simulator and the issue persisted. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated, the device displayed a heart rate over 200 bpm and the ECG waveforms were jagged and irregular. Additionally, the spo2 was not functioning. Internal inspection of the device showed that the ECG input fpc cable connection was misaligned and making poor contact with the analog board. Furthermore, the spo2 coaxial cable was disconnected. The device likely suffered an impact that dislodged the cables. After reseating the cables, the ECG and spo2 functioned normally. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 I called steven to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for steven to call me back with this information. Attempt # 3: (B)(6) 2025 I called steven to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for steven to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this unit reads very high heart rate (hr) on ECG, incorrect readings and will read a bpm of 200 when no leads are attached to the transmitter. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this unit reads very high heart rate (hr) on ECG, incorrect readings and will read a bpm of 200 when no leads are attached to the transmitter. The customer tried to power cycle the unit; however, the issue remained. The customer also hooked up the unit to a simulator and the issue persisted. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/18/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/19/2025 I called steven to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for steven to call me back with this information. Attempt # 3: 12/22/2025 I called steven to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for steven to call me back with this information.

Event description:
The customer reported that this unit reads very high heart rate (hr) on ECG, incorrect readings and will read a bpm of 200 when no leads are attached to the transmitter. The unit was not in patient use at the time.